Manufacturer narrative:
An asp fse assessed the unit onsite. The fse also completed system product certification and ran one complete empty test cycle. The system meets manufacturer's specifications.

Event description:
The customer reported smelling a funny odor and seeing a hazy mist in the air in the room where the sterrad nx was located. There was no cancellation message displayed. The customer reported that there were no human reactions due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
Asp investigation summary: this unit was serviced for vacuum system timeout. The fse confirmed that there was no report of haze / oil mist; therefore, this is not considered a reportable event.